Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy hasn't done much for them since implant. Patient said they need to increase stimulation. Agent walked patient through how to connect with implant and patient increased stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Additional information was received from the patient on (B)(6) 2026. They have not felt much of an improvement in their symptoms for the past week. Patient said they started at 1.8 and have increased it to 4.3. Patient asked if it was normal for it to take time for the device to get used to their body and for them to feel an improvement. Agent reviewed information. Additional information was received from the patient. The patient stated that they called back to make sure what would be the best changes for they to make. Agent refer them back to their healthcare provider (hcp) to further address their medical concerns as they mentioned not having any improvement at all. Additional information was received from the patient. The patient called back because they have not seen improvement with their therapy. The patient mentioned they spoke with their healthcare provider (hcp) and were referred to manufacturer representative (rep), who helped them with some adjustments the previous friday. However, the patient has not seen much improvement and was advised to contact rep again. The agent reviewed basic programming information and discussed different programs with the patient. The patient increased the stimulation and will continue tracking their symptoms. Additional information was received from the patient. The patient called back stating they were still not getting therapeutic benefit and would like assistance to make another adjustment. Caller stated they have tried programs 3, 6 and 7 (currently on 7-5.1ma). Caller confirmed they had a successful trial. Agent reviewed the following: therapy expectations (50% reduction in symptoms), appropriate sensory response and titration. Agent walked caller through changing to program 1 (p1) but they were not feeling it in the bike seat region, they were feeling it in the implant location at 5.3ma. Agent had caller try program 2 (p2 )and caller went up past 6ma and felt nothing. Agent walked caller through switching again to program 4 (p4) and caller confirmed they were feeling it, in the bicycle seat region comfortable at 4.3ma. The patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.